Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Patient information was requested but unable to be provided by the account. The lot number was requested but unable to be provided by the account.

Event description:
It was reported that a damaged modular cable was returned on 16jan2023. It was later reported that the lot number and the patient who had been using the modular cable were unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was able to be confirmed. The modular cable was returned for analysis. The modular cable was connected to a mock loop and functionally tested with a test heartmate 3 system controller in the labs at abbott and was found to operate as intended. The tape around the tear was removed and the damage was inspected. The modular cable was cut open to inspect the condition of the underlying layers. The tear was only to the outer layer of the modular cable. The wires were also inspected, and multiple kinks were found. The modular cable wires underwent insulation testing and breaches in the wires were found and observed under a microscope. The breaches in the wires did not affect the performance of the modular cable. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the modular cable were unable to be reviewed due to the lot number being unknown. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.